Event description:
It was reported by the customer, the elevator channel on the evis exera iii gastrointestinal videoscope was blocked. The issue was detected during reprocessing. It was unknown where the event initially occurred. No patient injury reported.

Manufacturer narrative:
Three (3) attempts have been made to the reporter to acquire additional information and no additional information has been made available. The device was evaluated, and the reported issue was confirmed. The auxiliary water channel was clogged with foreign matter. The foreign matter was unable to be removed. The nozzle was clogged. The insultation on the plastic distal cover had a crack. The light guide lens had a small crack. The bending section cover glue had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. No further information about the foreign body was able to be obtained. The event can be detected/prevented by following the instructions for use which state the following: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the air-feeding function and objective lens cleaning function." "Warning: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side." "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surface, immerse the endoscope in the detergent solution, thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.